Manufacturer narrative:
(B)(4). Event date (B)(6) 2020. Explant date (B)(6) 2020. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to unknown reasons. The stem component was removed and replaced with competitor product. Attempts have been made and additional information on the reported event is unavailable at this time.